Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, 12.00/+2.0/088 (sphere/cylinder/axis), within the same surgery due to the lens was implanted upside down in the patients right eye (od). There was no patient injury. The lens tore upon removal. The lens was replaced with a longer lens but the problem was not resolved. See MFR. Report # 2023826-2024-02448 for replacement lens.